Manufacturer narrative:
B3: event date is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a system explant for an unknown reason at an unknown date. No further information was available.